Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl, but their meter read 444 mg/dl. The customer also experienced low blood glucose of 59 mg/dl. The customer declined troubleshooting the issue. The customer had the right meter programed into their insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.